Manufacturer narrative:
On (B)(6) 2016, while doing annual pm the fse replaced the incubator assy to correct the problem with the motor overrun. The fse also replaced the pmd-1 pcb and aligned and verified the proper operation. The aia-2000 is functioning as intended with all errors cleared. No further action required by fse. The most probable cause of the reported event was due to a defective incubator. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, while doing annual pm the instrument starting having main incubator error (4077-motor over run to home sensor) issues on the aia-2000 analyzer. The customer is unable to run afp and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.